Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead helix was screwed back however they "could not put stylet back down lead". The lead was removed and a replacement lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that distortion of the distal conductor within the is-1 connector prevents helix functions during implant procedure. If information is provided in the future, a supplemental report will be issued.